Event description:
A customer reported a tandem mobi cartridge alarm during the cartridge loading process. Despite initial difficulties, there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in successfully loading a new cartridge after a 9-unit bolus was successfully completed and informed the customer that the insulin on board would be affected. However, the issue of frequent occlusions with the pump persisted, and it was determined that a pump replacement was necessary. The customer was advised to continue using the current pump until the replacement arrived, as recommended by clinical support staff.